Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter alleged that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple replace battery alarms were recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump powered on to a blank display with audio tones and vibrations functional. Due to internal moisture damage, the pump¿s ¿idle¿ electrical current draw was not within the required specifications. All other electrical current draws were not able to be measured due to the blank display issue. The pump case was removed and evidence of moisture contamination was found on the display circuit and motor supply circuit. Performance testing was not able to be completed due to the moisture damage and blank display issue.